Event description:
It was reported that the customer had low blood glucose levels of 33 mg/dl. The wife of the customer gave the customer some food to raise his blood glucose levels. The customer requested assistance setting up the insulin pump including priming. The customer mentioned a previous hospitalization on (B)(6), 2014 wherein the customer had low blood glucose levels of less than 20 mg/dl. It was also reported that the customer was also involved in a car accident on (B)(6), 2014. The customer reported that he was driving at that time. The customer declined troubleshooting in both instances. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 3004209178-2015-82175 as it refers to the aforementioned event.